Manufacturer narrative:
(B)(4). Other devices used: catalog #42502206602, persona cr porous femoral component, lot #62379866; catalog #42522000511, persona cr vivacit e articular surface, lot #62783606; this report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a postoperative manipulation under anesthesia due to limited mobility. Subsequently, the patient is experiencing pain, swelling, loss of range of motion and clicking noise.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch

Event description:
It has now been reported that the patient underwent a tibial revision surgery due to recall of the tibial component.

Manufacturer narrative:
No reported date of revision.

Event description:
It is reported that the patient underwent a postoperative manipulation under anesthesia due to limited mobility of the right knee. Subsequently, the patient is experiencing pain, swelling, loss of range of motion and clicking noise. There is no report of revision at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.